Manufacturer narrative:
There was no patient injury. Assistance with the analysis of the returned sample from a subsidiary company has not been completed as of the date of this report. The report will be updated with analysis of the sample and the completion of the report.

Event description:
The doctor went to retrieve an option filter from a patient. The filter had been in place about 5 years. Approx 4 legs were broken off the filter. All the legs and filter were able to be retrieved. The fracture happened prior to the retrieval process.

Manufacturer narrative:
The returned filter was sent to the supplier for analysis. They stated that repeated retrieval attempts could contribute to excessive loads on a filter. However, their analysis could not determine exactly which feature failed first or what could have led to the failure of the filter through multiple fractures of the part over time. The instruction for use included with this product contains guidance related to the retrieval of this device including, "excessive force should not be used to retrieve the filter," and "retrieval of the filter should only be performed by physicians who are trained in percutaneous intervention techniques." Additionally, "device breakage" is listed as a potential complication of the use of this device. The national clinical manager noted in his review of the returned images that the filter may have been seated above the renal veins, which is not the normal positioning of placement for these filters. He could not conclusively say whether this would lead to increased forces on the filter that could have induced fracture. He stated that filters are sometimes placed supra renal in certain circumstances.